Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address failure on full height cubies. A technical support specialist (tss) confirmed cubie was able to resolve by ejecting and reseating cubies. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error was happening on drawer 5 and every pocket in that drawer was popping up on the screen as an issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.